Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed the issue and replaced the lcd display. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has touch screen not working, button started not working during a case. No patient involvement.